Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. The reporter alleged that all of the keypad buttons were under-responsive. In addition, it was reported that the keypad cover was observed to be missing/peeling subsequent to the change in button responsiveness. Furthermore, it was reported that evidence of moisture ingress was observed on the inside of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/14/2015 with the following findings: visual inspection revealed that the keypad cover was peeling from its base. Evaluation revealed that all of the keypad buttons were properly responsive: the reported issue was not duplicated. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The pump failed a leak test due to a keypad leak. The pump case was removed, and evidence of moisture damage was found near the keypad connector and on other internal components. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked in the area below the grip pad; the returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). (B)(4).